Manufacturer narrative:
Age or date of birth: age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in severely tortuous and mildly calcified proximal and distal left circumflex artery. The lesion contained >45 degrees bend. After the lesion part was confirmed with intravascular ultrasound (ivus) a pre-dilation was performed with a non-boston scientific balloon catheter. A 2.25 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device was failed to cross the lesion and the stent strut was found to be lifted. The device was removed. The procedure was completed with another of same device. There were no patient complications nor injuries reported.